Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. The patient mentioned she had hereditary spastic paraparesis which was diagnosed prior to pump implant and had the pump to help with spasticity. It was also reported a few years ago (probably two years ago in (B)(6) she had her pump refilled and she ¿had the wrong concentration put in so I had the wrong medicine being pumped and I was being overdosed for quite a long time before they figured it out and it was quite a trial and error.¿ no further complications were reported/anticipated or expected.